Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the device wouldn't interrogate with the recharger. It was also suspected that the ins was flipped. The patient was scheduled for an x-ray tomorrow. The patient has not gained any extra weight. No further complications were reported.

Manufacturer narrative:
Event date of the event 2018-11-26 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that the patient's ins recharger (insr) was taking a long time to charge the ins and keeps going dark. Patient had been charging since early this morning and the ins battery shows nearly empty. At first caller stated they had zero boxes filled in black. Best charging practices and information was reviewed for the caller. It was stated that patient has scoliosis and wears a back brace, they normally tuck the antenna under the back brace. It was noted that they had been moving it all over but nothing was helping. Caller repositioned the antenna over the ins, and was able to get 6 boxes filled in black but a new recharger antenna was sent to the patient. The recharger antenna was damaged. During the call, it was mentioned that the patient had gotten stiffer than usual. On (B)(6) 2018, additional information was received from the consumer. It was confirmed that there was still zero coupling boxes shaded after antenna replacement. Caller confirmed that there was no falls/trauma related to the issue, and the ins does not appear tilted under the skin. The caller could feel the implant under the skin, therefore knows ins was not too deep to connect with the recharger. It was reviewed for the caller to try a new recharger but they opted to follow up with the doctor first but asked if the manufacturer's representative (rep) should be there. The role of the rep was reviewed and it was recommended for patient to follow up with the doctor health care professional (hcp) for guidance. Patient was offered adhesive discs for recharging troubleshooting but declined as patient is allergic to tape. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the x-ray was performed and confirmed the ins did not flip. It was noted the patient had not gained any extra weight. The patient was able to charge the device and reported the ins was sitting in a weird position. The caller reported the primary cell device was replaced due to normal battery depletion. The caller reported since then, the patients therapy had progressively getting worse, not better. The caller reported the patient had dystonic movement and posture in a unique position. It was reported it was unknown with those postures, if the lead might have gotten pulled out of place. The caller reported an MRI would be done to confirm the lead location.